Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 574 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past day. The customer's most recent glucose reading was 175 mg/dl, and she has treated with an insulin drip. Troubleshooting was performed. It was stated that the customer was disconnected from the insulin pump, and there is a crack in the middle of the tubing. It was stated that the troubleshooting was not complete as customer did not have an infusion set available at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.